Event description:
It was reported that the patient complained of chest pain. One day after implant, the sensing decreased, and capture threshold increased. Over the weekend, the patient had problems with blood pressure. Echo showed blood outside of the heart and pericardium. The blood was drained and the lead was repositioned. The next day, sensing threshold decreased and the capture threshold increased. Micro-dislodgment was suspected. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.